Manufacturer narrative:
The 510(k): k913859 and k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona® adult tts¿ tracheostomy tube leaked over the weekend. The event occurred at night while the patient was in bed. The husband of the patient heard audible sounds from the patient "as if air was leaking from around the cuff," and he stated that audible coughing was only heard when cuff ruptured and water leaked out. The husband observed multiple leaks upon taking out the tracheostomy tube; he stated there were no pinholes on the cuff, water leaked from the top of the cuff, and the "seam" where the cuff meets the shaft detached as if there was not enough adhesive to seal and hold the cuff down. When the husband injected water into the pilot balloon, water shot out of the cuff and up through the tracheostomy tube. The husband noted he does not check cuff patency prior to insertion. Tracheostomy tube was placed by husband by taking the tube out of the sterile container, lubricating the tube and cuff with ky jelly, and intubating the tube. These steps were done since (B)(6) 2016. An emergent tracheostomy change was required as the cuff would not hold water. No patient injury was reported.

Manufacturer narrative:
A used 7.0mm tts¿ tracheostomy tube was returned for investigation; the device was returned with two additional tracheostomy tubes. During functional testing, a syringe was used to insert 14cc's of air into the device; a small leak was detected in the cuff area. The cuff was examined under magnification and a tiny abraded area was observed. No evidence was found of the cuff detaching from the shaft. Investigation was unable to determine the root cause of the leak in the cuff; however, no evidence was found to suggest an intrinsic product issue. (B)(4).